Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had a blank display on their insulin pump. The customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a scrambled display. The problem was isolated to the display board. No blank display was noted. No cosmetic damage was noted.